Manufacturer narrative:
H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced bladder not function, irregular bowel movements, wear ileostomy bag, trouble with diet (bodily injury attributed to mesh), "extreme pain and bowel problems, painful injections, loss of consortium, adhesions, bowel obstruction, bowel perforation, holes in colon and rectum infection, constipation, infection, colitis, diarrhea, cystocele, diabetes, diverticulitis, enterocele, fistulas, hypertension, malnutrition, rectocele, vaginal and bladder infections, recurrent vaginal pain ("painful intercourse"), wound healing problems ("tissue would not seal"), disease of the gut, intestines, or bowels (salmonella, septicemia, and gastroenteritis), "I never healed properly from the surgery; had bleeding problems," limited physical activities ("cannot lift anything heavier than half gallon of milk; walk but cannot stretch"), "patient sobbing with pain . Not making any headway on pain," requiring extra pain medication, administration of oxygen, vaginal bleeding, perineal discomfort, hypertrophic vaginal tissue.

Manufacturer narrative:
H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.